Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 01/24/2018, electrode belt: 03/28/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 at approximately 7:33am, while wearing the lifevest. The patient was reportedly in a medical center prior to passing.   Per clinical review of the available ECG data, the patient was in sinus bradycardia at 40 bpm degrading to possible intermittent ventricular fibrillation (vf) obscured by CPR/motion artifact and electrode lead fall off from approximately 07:18:11 until the device shutdown at 07:40:45 on (B)(6) 2020. CPR/motion artifact and electrode lead fall off prevented the lifevest from treating the patient from approximately 07:19:59 to 07:33:50.